Manufacturer narrative:
(B)(4). Batch # p57u51. Per photographic evaluation: one photo was provided. The picture shows a green reload inside of its sterile packing. Four drivers loose can be seen in the packing. Based on the photo provided the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device analysis: the analysis results showed that one ecr60g cartridge reload was with 5 drivers missing making the reload non-functional. In addition the cartridge pan was noted to be dislodged at right proximal side. Although no conclusion could be reached on what caused the drivers to be out of position, it is possible that the damaged happened during transit. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
Staple drivers fell off. Before open the packing, found the staples drivers fell off in the packing. Another device was used to complete the surgery. There were no adverse consequences to the patient.